Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. During evaluation the device alarmed system error 345. A review of the event history log revealed, multiple 'system error 345' messages. The cause was identified, to be an out of calibration upstream thermistor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.